Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿device is not retained¿. A potential root cause for this failure could be "cuff does not remain inflated, leaks; cuff is not inflated properly; cuff is not seated properly; patient has poor sphincter tone; valve fails; pinhole or tears; material degradation; cuff does not remain inflated due to patient has poor sphincter tone and/or the valve fails". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "insertion of device unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. Attach the 60 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. Insert the inflation cuff using a four-step process: as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. Holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. Generously coat the patient¿s anus with lubricating jelly. Gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. E. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. F. Position the length of the flexible drainage tube along the patient¿s leg, avoiding kinks, obstruction and tension. Take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. Hang the bag using the built-in hanger at a convenient location on the bedside (below the level of the patient¿s rectum). Irrigation of the retention cuff if the retention cuff area becomes obstructed with fecal matter, it may be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port and depressing the plunger. Make sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device. Ensure that water drains. Flushing of the drainage tube if the drainage tube becomes obstructed with fecal matter, flush the tube by filling a syringe with tap water, attaching the syringe to the purple ¿flush¿ port, and depressing the plunger. Make sure the flush port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. This is used to maintain an unobstructed flow of stool into the collection bag. If repeated flushing with water does not return the flow of stool through the catheter, the device should be inspected to determine if there is an external obstruction (i.e. Pressure from a body part or piece of equipment). If no source of obstruction of the device is detected, use of the device should be discontinued."

Event description:
It was reported that the dignishield occasionally allowed for stool to leak around the tube, which allegedly led to skin breakdown. Medical intervention for the skin breakdown was not reported.